Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, with a delivery catheter system (dcs) a perforation of the left ventricle occurred during the valve deployment. The cause of the perforation was a non-medtronic guidewire (amplatz super stiff wire). An attempt to perform a pericardiocentesis was unsuccessful, as pericardia I effusion remained and was observed on transesophageal echocardiogram (tee). An open chest sternotomy was performed, and the perforation was repaired. After five days the patient was discharged from the hospital and was doing well. It was noted that the valve was functioning properly. The physician reported that the patient was susceptible to this injury due to previous radiation treatment from 20 years prior. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)